Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2021.

Event description:
On 05/12/2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle tip broke off. This occurred during use in a case with no patient effect. There was a minor delay to the case to recover the pieces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.